Manufacturer narrative:
(B)(4). Device was received with a blank display, problem isolated to pcb2. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify failed batt test alarms or charge battery lasts less due to blank display.

Event description:
It was reported that the insulin pump had failed battery and low battery alarm. The customer's blood glucose was unknown. There was failed battery and low battery alarm greater than 1 week. The product will be returned for analysis.